Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient who presented with a refractive surprise following complicated cataract surgery performed by a different surgeon a few years ago. He indicated that an iol exchange was planned. Additional information was received from the technician, who confirmed the iol was exchanged for another anterior chamber lens. Additional information has been requested.